Event description:
Tip of device broke off in patient's disk space. Physicians were unable to retrieve the tip. X-ray confirmed it was in the patient's disk space but risk of removal was deemed greater than the risk of leaving it in. This instrument is a tweezer like thing that goes in-between the disk space, grabs the disk, then you pull it out. The physician did not feel anything unusual when using the device, no resistance or snap. The disk space was reasonably tight, but the physician did not feel anything before bringing out the instrument and did not use force to pull it out. No harm to patient, no neuro deficits.